Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported malfunction was observed initially but upon disassembly to verify root cause, it could no longer be duplicated. The device was put through extensive testing without duplicating the malfunction. The device was also checked for damaged or loose cable connections but no discrepancies were noted. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "internal communication failure-1175" message and inappropriately shut itself off. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.